Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that the pump had alarmed ¿no disposable clamp tubing.¿. The alarm had been silenced as instructed. Pump settings were reviewed: reservoir volume was 11.0 ml, continuous rate was 2.2 ml/hr, and volume given was 89.0 ml. The pump had then been powered off. No patient harm had occurred. The event occurred while in use with a patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.